Event description:
It was reported to philips that the exposure was not possible. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the ippc degraded disk bay board. Upon some functional test, fse found that the disk bay needs to replace. Fse replaced the disk bay. After the replacement of the disk bay, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.